Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, low battery, bad battery, weak battery, battery out limit, a21, a17 and failed battery test alarms noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. Customer's blood glucose level was unknown. Customer reported that they were able to clear the alarm and able to rewind the insulin pump. Customer stated alarm occurred shortly after inserting a new battery and during normal use. Customer stated that insulin pump received off no power alert and battery out limit alarm. Customer stated that they did receive a low battery alert prior to the off no power alert. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.